Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Multiple attempts were made to obtain the device from the customer. No response was received. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: shipping damage, handling damage. Damage or separation to the white teflon pad or black pad replacement component(s). Damage to the replacement ptfe rod coating. Jaws/blade subassembly damage or separation. Too much force or torque applied to instrument, or grasping/pulling. Scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives. Applying pressure between instrument blade and tissue pad without having tissue between them. Keeping clamp arm open when backcutting or while blade is active without tissue between blade and tissue pad. Incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. Attempting to bend, sharpen, or otherwise alter the shape of the blade. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. - for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that pieces of the harmonic scalpel came off during the procedure inside the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.